Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display and displayed a "compressor failure - 1001" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was evaluated at zoll medical shanghai. The customer's report was duplicated and attriuted to smart pneumatic module board. The smart pneumatic module board was sent to the provider to complete the repair. The device will be recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.